Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator ( ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient was experiencing pain at the implant site; no contributing factors were known. Patient scheduled an appointment with their healthcare professional for 2 weeks from now. Additional in formation was received on (B)(6) 2018 from a manufacturer's representative (rep) indicating that the patient was scheduled for a revision or a replacement surgery. No device issue was reported. No further complications were reported.